Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced hyperglycemia after eating without making a meal announcement, with glucose reportedly over 400 mg/dl for more than one hour. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included interruption of ilet therapy and administration of 10 units of subcutaneous insulin per external medical advice, as well as plans to reconnect and replace the infusion set with additional training. Investigation included troubleshooting and user education regarding meal announcements and portion-based entries. Investigation of this case revealed use error related to a missed meal announcement as the likely cause of the hyperglycemia. It was concluded that the event resulted from user interaction with the device rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.